Event description:
It was reported the patient was not satisfied with the level of spasticity relief. It was reported that the patient was ¿getting tense¿ and experienced constipation and seizures. When the dosage is increased she ¿does better¿. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8590-1, lot# n263891, implanted: 2011-(B)(6). Product type accessory. (B)(4).